Event description:
Info received indicates the pt positioning monitor does not alarm.

Manufacturer narrative:
The hill-rom tech replaced the ppm tape switches and tightened the screws that secure the bed exit cover to the siderail to repair bed.